Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during aberrometer assisted cataract surgery, red reflected light flooded numerous regions in the microscope field of view which caused the surgeon to mistake the depth of the instruments in the patient's eye causing an injury requiring an anterior vitrectomy. The surgeon was able to complete the surgery with the planned intraocular lens. The patient is doing well post operatively. Additional information received confirmed a capsular tear occurred requiring an anterior vitrectomy due to the red glare that was being caused by the aberrometer. The doctor mistook the glare as a red reflux from the microscope.

Manufacturer narrative:
Additional information provided in d.10, h.3., h.6., and h.10. There is no evidence contained at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and confirmed the presence of red light in the surgeon's oculars. The company service representative provided information that all glint reducing mitigations were deployed, including the glint shield and reticle/aberrometer alignment, however, a red hue was still visible, and likely the result of back scatter of light from the customer's microscope. The aberrometer was replaced. The system was then tested and met all product specifications. The aberrometer was received and a visual assessment of the returned sample revealed no obvious nonconformity. The aberrometer was tested and found to meet manufacturing specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The aberrometer was found to meet specifications; the root cause of the reported event can be attributed to surgeon technique. The manufacturer internal reference number is: (B)(4).